Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va01ce8, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s stimulation hadn¿t worked as well since they had a dye injection on (B)(6) 2014. It was noted that the dye infection was related to their device. The patient had an appointment on (B)(6) 2014.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was noted.